Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The child kept removing the audio processor. Incident of accident or trauma was denied by parents. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information and in situ measurements, damage to the active electrode, as might be caused by an external mechanical impact, appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for further visit or explantation surgery has not been fixed yet.

Event description:
The child kept removing the audioprocessor. Incident of accident or trauma was denied by parents. CT scan and surgical consult were recommended. Despite requested, no further information has been obtained.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child kept removing her audioprocessor; in situ testing showed affected channels. Incident of accident or trauma is unknown.